Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported that a fresenius combi set had an air leak occurred during a patient¿s hemodialysis (hd) treatment. Air bubbles were visually observed in the tubing. The source of the air leak is unknown. All of the connections were secure. There were no physical issues observed with the combi set. There was no blood leak. The machine was alarming air detected which they believed was due to the patient¿s catheter not working correctly so they reversed the lines. That is when they observed the air bubbles in the arterial lumen. They removed the air bubbles with a syringe but the alarms continued. At this point the treatment was terminated. Blood was not returned to the patient. The estimated blood loss is less than 50 ml. Follow up with the clinic¿s facility admin confirmed that treatment was completed with the same machine and new supplies. There were no adverse events and no medical intervention as a result of the reported event. The combi set sample was not available to be returned for evaluation as it was reportedly discarded.